Manufacturer narrative:
Corrected component code from 484 to 4755. During evaluation of the treatment tip, service found damage to the tip membrane. Breakdown of the membrane can cause the radio frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. No patient injury occurred. During evaluation of the treatment tip, service found damage to the tip membrane. It is unknown how damage to the treatment tip occurred.

Manufacturer narrative:
Treatment tip was returned and evaluation of the tip was completed. The tip passed flow, leak, and thermistor testing. Tip visual inspection; evaluation confirmed there was a black spot on the tip and dielectric membrane breakdown was also observed. No functional testing was possible due to the condition of the returned device. A review of the device manufacturing records is underway but not yet completed.

Event description:
A doctor's office reported that during a thermage cpt treatment, the membrane was routinely inspected with 100 pulses completed and a black dot mark was observed on the membrane of the treatment tip. The mark was not able to be removed with an alcohol wipe. The doctor's office reported there were no system errors. Another tip was used to complete the treatment without issues. No patient injury was reported.